Manufacturer narrative:
It was later reported that the atrial lead was explanted and a break in the insulation was noted as there was blood in the lead. The crt-d was also explanted as there was blood in the ra port of the header. A new lead was attempted (4087) and impedance measurements were > 3000 ohms despite several reinsertions and screws deployed. This lead tested 600 ohms through the pacing system analyzer. A return request was made for the products.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected pacing impedances > 3000 ohms on the right atrial lead. These impedances had been around 499 ohms. This patient has had several atrial tachycardia responses. There was reported capture at 2.2v. The left ventricular (lv) lead was turned off as there was reported farfield lv oversensing unrelated to the right atrial lead issue. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting. Resolution was requested from the field. It was later reported that this patient has a follow-up appointment with their physician and then will be scheduled for an atrial lead revision. Should additional information become available this event will be updated.